Manufacturer narrative:
It was reported that deploy the stent without any problem, but they observed an expansion problem in proximal part. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the root cause because the suspected device was not returned, the information was lacked such as photo of placed stent and it is hard to reconstruct the situation at the time of procedure. However, based on the description, which was written that "deploy the stent without any problem, but they observed an expansion problem in proximal part", it is assumed that the stent was expanded slowly due to the patient lesion's pressure and curve, so the doctor has judged stent expansion failure. Through the user manual by taewoong, it is stated that a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary. In addition, after approximately 1 month later using the stent, patient death occurs june 6th. However, based on the description, which was written that "no link to the stent implantation but due to the disease of the patient", it is considered that the death is caused by the patient's disease development, not by the influence on the use of stent. This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
Dr reach to position and deploy the stent without any problem - they observed an expansion problem in proximal part in the stomach. No trouble after the implantation of the stent. Patient death occurs june 6th - no link to the stent implantation but due to the disease of the patient.